Event description:
It was reported that prior to a lap chole procedure, the obturator is too large for the cannula. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
Information anticipated, but unavailable at this time.